Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The temperature sensor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had temp failure error message displayed and the cine was locked up during a case. No pt injury was reported.